Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Ppae (thrombosis): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 73-year-old male with a significant past medical history of coronary artery disease (cad), atrial fibrillation (afib), hypertension (htn), and hyperlipidemia (hld) presented to the emergency department (ed) and was found to be in ventricular tachycardia (vt). The patient underwent cardioversion by the electrophysiology (ep) service. Due to respiratory distress, the patient was intubated. Electrocardiogram (ECG) findings were consistent with st-segment elevation myocardial infarction (stemi), and the patient was transferred emergently to the cardiac catheterization laboratory. Coronary angiography revealed 100 percent occlusion of the left anterior descending (lad) artery and chronic total occlusion of the right coronary artery (rca), complicated by cardiogenic shock (cgs). Given the severity of shock, an impella cp was implanted for mechanical circulatory support. Cardiothoracic surgery was consulted, and possible escalation to an impella 5.5 was discussed. After approximately four hours of impella cp support, and in the setting of reduced left ventricular ejection fraction (approximately 5 percent) with concern for possible left ventricular thrombus, the decision was made to transition the patient to central extracorporeal membrane oxygenation (ECMO). Upon arrival to the operating room, the patient was receiving dobutamine (dba) at 5 mcg/kg/min. Impella cp flows and waveforms were reported as appropriate at performance level p-2 with flows of approximately 1.7 liters per minute. The surgeon elected to explant the impella cp prior to initiation of central ECMO support. Additional follow-up information indicated that the impella cp was discontinued per surgeon preference before surgery. The patient subsequently underwent cardiovascular surgery the following day and was maintained on central ECMO support. The patient survived the impella cp explant procedure. Postoperatively, the patient¿s clinical condition deteriorated while on ECMO support. The patient expired several days later (exact timeline unknown) while not on impella support. Events occurring during impella cp support are being reported as serious injury due to the patient¿s critical condition at the time of use. The death will be conservatively reported as well although it is important to note the patient was on ECMO as primary support device prior to surgery and expired post surgery. Note: h6. Investigation type/findings/conclusion remain unchanged.

Manufacturer narrative:
A5 is unknown the impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. It was noted that the patient had a small left ventricle, and subsequent to impella support a left ventricle thrombus and low ejection fraction of 5% were identified. The decision was made to explant the impella cp and centrally cannulate the patient for extracorporeal membrane oxygenation (ECMO). The following day, the patient underwent a surgical procedure. A few days later, the patient expired. It was reported that the patient experienced a poor outcome following surgery. The exact cause of death was not provided. Additional clinical details, including perioperative course, contributing factors, and cause of death, were unavailable at the time of reporting.

Manufacturer narrative:
A2 date of death is unknown. B5 additional information received. H6 type of reportable event was updated from serious injury to death and codes updated.

Event description:
Additional information was received stating that the impella was explanted by the surgeon and exchanged for central extracorporeal membrane oxygenation. Surgery was performed the following morning. Per update, the patient did not do well postoperatively and expired at a later date; the subsequent clinical course is unknown.